Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 375cc and experienced deflation on the right breast implant. The patient visibly noticed the deflation on the right side. As a result, the patient underwent removal of the implant on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: it was reported that a 36 year old caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 375cc and experienced deflation on the right breast implant. The patient visibly noticed the deflation on the right side. As a result, the patient underwent removal of the implant on (B)(6) 2019. The device was returned to mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect and on the anterior view was noticed a line of shell wear,suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).